Manufacturer narrative:
The device was returned to the service center for evaluation. The control body of the scope was inspected and found the pink rubber of the scopes probe flappy. The scopes forceps cover was missing. There were four broken elements observed in the ultrasound image. Further inspection found the scopes bending section frayed with seven broken strands. The control knob of the scope was noted to have loose play during movement. The scopes ID chip showed a total of 1136 uses. The device was repaired and returned to the customer. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. This MDR is being submitted as part of a remediation effort related to recent system and process changes.¿¿an¿investigation¿has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that during reprocessing the scope was not insufflating. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (forceps cover missing) likely occurred due to external force such as hitting the subject device, strong rubbing was applied during transportation, storage, use, and/or cleaning. Since it may be prevented by observing descriptions within the instructions for use, it is considered that the phenomenon was caused by user's handling. The following verbiage is identified within the instructions for use: "warning: do you strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, bending section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient".